Manufacturer narrative:
Patient identifier not provided, age and date of birth not provided, gender not provided, weight not provided, lot number not provided.

Event description:
It was indicated when the doctor was placing the implant 3.1 mm of diameter with a torque value of 25 the hex driver (chd2.1) fractured. Doctor could complete the procedure with the same implant and with a manual torque. No patient implant.

Manufacturer narrative:
Following the investigation on the returned product that was performed on (B)(6), 2017, it was found that the device was not fractured at the tip as the customer had initially reported. As a result, the prior submissions for MFR- 0001038806-2017-00666 submitted on october 6, 2017 is no longer considered a reportable event by the manufacturer and no further reports will be submitted for this event.